Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had fuzzy screen (out of focus). The event occurred during a colonoscopy procedure while the patient was under sedation, and the device was inside the patient. The intended procedure was completed using an back-up device. There were no reports of patient harm.